Event description:
A home pt contacted baxter to report a leak in his drain line extension. Per investigation conversation in 2006, during therapy, the home pt wanted to run the drain line into the bathroom instead of into a drain bag. He used an extension line, and although he was aware that there were 2 kinds of extension sets ("one with a spike like the bags [drain line extension] and one with a twist on [patient line extension]"), he did not specify which line he used. The home pt stated that he used as a port, "the small line that was halfway down the drain line" [believed to be the sample port], since the other end had a bag attached to it. He made sure the clamp on the small line was closed and then "twisted in" the extension tube. The home pt was certain that the connection he made was a "twist on" and that the connection seemed secure. The line later leaked fluid from the connection onto a rug.